Manufacturer narrative:
Serial numbers of the devices and quantity (B)(4). From the five (11) events eight (8) investigations were completed and three (3) are still in progress during the period. No product deficiency was identified. A review of the records related to the device that included labeling, manuals, trending, and risk documentation reviews was performed. A review of the device history record (DHR) showed that the system and its components met all specifications prior to being released. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes 11 malfunction events. The events were related to suction loss during laser fire. There were no patient injuries reported associated to the events.

Manufacturer narrative:
Additional information: (B)(6) investigations were completed during the period. No product deficiency was identified. A review of the records related to the device model that included labeling, manuals, trending, and risk documentation reviews was performed. Device history record (DHR) could not be done as the serial number was not provided. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.